Event description:
On (B)(4) 2013 a patient's wife reported that the patient had been experiencing erratic readings starting (B)(6) 2013 with fluctuations of readings from 413 mg/dl to 36 mg/dl. After treating high readings with insulin, the customer was found unresponsive by his wife at the time of the 36 mg/dl reading. She administered juice and a cookie which brought responsiveness back. The customer's target reading is 120 mg/dl, however the patient's wife states that it is not unusual for the customer to have fluctuations in his blood glucose readings. Based on the high readings, the infusion set (competitor's product) and adapter were changed, several bubbles were noted in the cartridge which had been in use since (B)(6) 2013. During troubleshooting, there was no indication that insulin was not flowing or that the customer had been incorrectly using the system; the pump did not give any errors or alerts. No healthcare provider was contacted surrounding these readings or the events discussed during the call. The pump and cartridge were not requested to be returned for further evaluation as the customer was continuing to use them without further issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.